Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
Covidien received information that, during patient use, the ventilator's upper graphic user interface (gui) display went abnormal. The patient was taken off the ventilator. There was no harm or patient injury reported.